Event description:
Patient had colonic stent placed and was taken to the or for robotic sigmoid resection which occurred on [date redacted]. Dense adhesions found in or with associated interloop abscess and a sigmoid resection and anastomosis was performed. In the op note "an initial miss fire of the stapler required removing the anvil from the stapler and passing a 2nd stapler passing the spike through the previously created defect. The stapler created the anastomosis. Two complete anastomotic rings were noted. A flexible sigmoidoscopy was performed and the anastomosis was visualized. The anastomosis was noted to be intact with pink, well perfused proximal mucosa. The anastomosis was inspected underwater while insufflating c02, no leak was identified."